Manufacturer narrative:
The device expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician being trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. A piece of the foot broke off during deployment, but was successfully retrieved without surgical intervention. There were no reported patient sequelae. Though requested, no add'l info was available.